Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the intended amount in the pump for the bolus; however, customer did not consume enough food to compensate for delivered amount. As a result customer's blood glucose level decreased to 39 mg/dl. Customer consumed orange juice, peanut butter, and nuts to address low bg. Recommendation was made to discuss diabetes management with a health care professional.